Event description:
It was reported that (1) device was used during a laparoscopic hernia repair. It was reported by the affiliate that the endoscopic multifeed stapler staples were not ejecting properly and getting jammed in the device. No staples were left in the pt. Another instrument was used to complete the case. There was no consequence to the pt.